Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there is leaking found around the plunger of a bd posiflush¿ normal saline syringe during use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review was completed and there was no documentation of issues for the complaint of batch 7348613 during this production run. All our inspections performed while manufacturing this batch were accepted; no rejections were documented. CAPA not required for this event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.